Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent an implant procedure to implant a paddle lead on (B)(6) 2017. During the procedure, the baseline motor evoked potentials (mep) was first completed with the patient in supine position. The mep was then taken with the patient in prone position and decreased activity was noted. The patient was then returned to supine position and the activity returned to normal. As a result, the procedure was abandoned. No new product was opened.